Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power loss alarms. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer was calling back after removing the battery for an hour. Customer was advised to insert alkaline and fully charged battery. Customer was advised if the battery was out for long time, power loss alarm will occur. Customer called back to complete the troubleshoot. Customer stated the battery cap was not loose, cracked or damaged customer also reported replace battery now in less than 10 hours after low battery warning. Customer states that the insulin pump has been exposed to water insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery and power loss alarms at the long trace history file and an abnormal loaded voltage (loaded (B)(4)) at the power graph due to connector resistance at electronic board. After disconnecting and reconnecting the internal battery connector on electronic board, pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The insulin pump was received with scratched case, pillowing keypad overlay, and stained keypad overlay.